Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reset the pump and resumed insulin therapy. There was no reported adverse impact to customer blood glucose (bg) level.